Event description:
It was reported that the patient presented for analysis and the right ventricular lead was found dislodged from its original position. The lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.